Event description:
Fas reported on behalf of customer one sars-cov-2 tma run, wl (B)(4) using assay lot 289870 on panther instrument sn (B)(4) which had a discrepant sample. The sample in question was initially invalid, then retested as a low positive sample. New aliquots of the patient sample were retested two more times on a panther and was negative both times. The information provided by the customer was insufficient to characterize the sample as a confirmed false result. There was no indication of results being reported to patients.

Manufacturer narrative:
Hologic technical support (ts) reviewed logs and confirmed the initial sample result was a valid positive and the retests were valid negatives; ts did not observe any hardware or reagent issues. Hologic product applications specialist (pas) reviewed logs and found no instrument, kinetics, or reagent preparation issues; the sample in question was likely low target or mishandled during the original test. Ts provided review to customer. No further issues reported. Hologic and FDA met on october 29, 2021, regarding how to report all "false/discrepant/questioning results" complaints for the aptima and panther fusion sars-cov-2 assays (panther fusion sars-cov-2 (B)(4) aptima sars-cov-2 (B)(4) and aptima sars-cov-2/flu (B)(4). FDA clarified that as part of the conditions for the emergency use authorization of sars-cov-2 assays, manufacturers are required to track adverse events including any occurrence of "false/discrepant/questioning results", confirmed or unconfirmed, and report to FDA in accordance with 21 cfr part 803. Hologic, retrospectively is reporting complaints initiated from march 16, 2020 to present.